Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had reported shortened battery life of the insulin pump. The customer also reported that the insulin pump keeps rewinding. The issue resulted in high blood glucose of 374 mg/dl. Hyperglycemia was treated using manual injections. The troubleshooting was performed and there is no indication that the issue was resolved. It was confirmed that the cannula of the infusion set was bent. The customer discontinued using the device. The insulin pump will not be returned for analysis